Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated procedure. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was post paced t-wave oversensing. Programming changes were completed without issue. The patient was stable throughout.